Event description:
The customer reported via phone call that she had a belt clip that broke while she was sitting on the toilet. Customer will be sent a replacement as a courtesy. Customer also stated that she lost the insulin pump and it fell in the water yesterday. Customer stated that the pump got wet and that may be why she cannot hear it. Customer was unable to troubleshoot for the moisture damage. Customer will be sent a loaner pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.